Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l at the time of incident. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.